Event description:
It was reported that during a colectomy procedure the device would not staple and would not cut. Another device was used to cut and a manual suture was performed to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.